Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient received three shock over the several days while running. The physician suspects inappropriate therapy was provided. Technical services (ts) review found the ICD status battery capacity depleted (bcd). Which limits device functions to prioritize therapy delivery. The shock episodes are unable to be accessed for review. This ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A full memory download was performed, and no suspicious faults or codes were noted in the device memory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient received three shock over the several days while running. The physician suspects inappropriate therapy was provided. Technical services (ts) review found the ICD status battery capacity depleted (bcd). Which limits device functions to prioritize therapy delivery. The shock episodes are unable to be accessed for review. This ICD was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.